Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient had the implant surgery about a week ago and nobody told her how to work the patient programmer. The patient had a pain in the top of her right leg. It was like an aching feeling and she didn't have it before the surgery. The patient had not done anything with the patient programmer since she hadn't really been told what to do with it. The patient wasn't sure if her stimulation was on at this point. The healthcare professional (hcp) wanted to see about meeting on (B)(6) 2016 with a manufacturer representative. The patient was walked through using the patient programmer and it was noted that her current settings were amplitude of 0.0 volts with stimulation off on group a. The patient was walked through how to turn stimulation on and adjust both program 1 and 2. Stimulation then was hitting below the knee and the patient¿s foot where she originally needed the stimulation. The patient was unsure if the stimulation was helping the pain at her foot and below the knee since her foot pain would come and go. The patient was to follow-up with the hcp. The issue occurred since implant. Additional information was received from the patient. It was reported that the patient had stimulation in an undesired location. The pain the patient was implanted for was in her foot, but she felt stimulation more in her leg. The patient had to turn stimulation up so high to target her foot and it felt too high and affected her balance. The patient also mentioned having burning at the ins site. There were no trauma/falls reported that could have been related to the issues. The patient did not have any recent medical tests or electromagnetic interference exposure. The patient was to follow-up with the hcp and was to see her surgeon on (B)(6) 2017 to discuss the burning with him. The patient already had an appointment with the managing hcp on (B)(6) 2017 and was to call to discuss having a rep present for programming. The simulation in the wrong location began about a week prior to (B)(6) 2017, probably before the new year but it was unknown. The burning at the ins site began in (B)(6) of 2017, about a week prior to (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.